Event description:
Diaphragm twitching at perforation of the rv lead in the pericardium. The implantation time was not reported.

Manufacturer narrative:
The device was not returned for an analysis. Thus, the analysis is based on the existing production documents. The manufacturing process of this device was reviewed. The manufacturing documentation showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.